Event description:
The pharmacist at the hospital, reported that during surgery, the tip of the drills broke in half in the patient. All pieces were removed from the patient. The surgeon used another drill to finish the surgery without delay. No adverse consequences for the patient or the user were reported.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Lot numbers are as follows: k566309, k391013, k231210.